Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. The patient reported that no cause was identified with regard to the return of symptoms on (B)(6) 2019. They stated that increasing stimulation resolved the issue.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. The patient reported that on friday night accidents started to happen again. The patient was able to sync and it showed stimulation was on. During the call, the patient was able to communicate using their programmer, but reported seeing lightning bolt, ins on. The patient was able to increase. No further complications were reported or anticipated.